Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet rec'd it, if the meter is returned, lifescan will evaluate it and if, the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On 09/28/2004, the pt contacted lfs alleging that his one touch basic enhanced meter would not power on. The last time that the pt tested with the reported meter was in 2004, at approx 9:00 am. The pt was experiencing symptoms of cramps and sweating. He was unable/unwilling to answer whether he attempted to test while experiencing symptoms. He took no actions at the time of concern. The pt contacted his physician and was told to go to the physician's office for testing. The result obtained at the physician's office was not provided. The pt rec'd no treatment. The customer svc rep confirmed that the reported meter did not power on when the power button was pressed. The batteries were correctly installed, had been replaced less than one yr ago, and the battery contacts were in good condition. The pt neither alleged harm nor experienced injury or medical intervention due to the meter. Based on troubleshooting conducted by the csr, there is an indication that the prod malfunctioned and that the event meets the criteria for a medical device reportable. The meter and control solution were replaced.